Event description:
The hemostasis valve came apart during an angiographic procedure. The device was replaced with a new one. The procedure was completed without incident. There was no report of harm or injury.

Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation/investigation. The device lot number was not provided. A review of the device history record could not be performed. A f/u report will be submitted when the eval is completed. A f/u report will be submitted when the device eval has been completed.